Event description:
The suture was used during a femoral endarterectomy and a patch graft. Reportedly, the pt developed a hematoma. The surgeon performed a re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.